Manufacturer narrative:
A field service engineer (fse) was dispatched and discovered a slit tubing under the pressure relief valve which caused the 17 psi pressure to drop. Per the customer, an fse replaced the hi pressure air compressor recently.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that wash concentrate was leaking from the synchron lx20 pro clinical analyzer and was prompting an air pressure low error for the 17 psi high pressure line. No injury or operator exposure was reported for this event.